Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was used during a peg placement procedure. According to the complainant, while performing an inflation check prior to inserting the device, water leaked around the flange and the balloon couldn't be inflated. Another endovive low profile balloon replacements device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.